Event description:
It was reported that the patient experienced twitching in the pocket. Twitching was reproducible during rv threshold test. All other parameters were normal. The lead was capped and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.